Event description:
The reporter stated that his mother had gotten the er1 message. He said that she had used good testing technique, but the blood may have been a little 'small.' He stated that he had immediately retested her blood and had gotten a result of 124 mg/dl.